Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they couldn't get a hold of their medtronic representative or their pain management doctor. Patient said they need adjusting as they were in severe pain and the stimulation wasn't helping since tuesday or wednesday. Patient left a message for representative today and tried to call their surgeon's office and pain doctor's office, but they were closed. Agent reviewed role of rep and reviewed sending a message to field team in patient's area, but the issue was then resolved on the call. Agent had patient unlock controller and when patient did that, the noticed stimulation was off and said no wonder they were in pain. Patient was able to turn stim back on during the call and then mentioned sometimes stimulation would just turn itself off and this was like the 5th time, starting a couple months ago. Patient did not answer when agent asked if they noticed any pattern in stim turning off. Agent reviewed stim was back on again and to monitor stimulation and take note if they noticed stim had turned off again. Agent reviewed patient could follow up with doctor and/or representative about stimulation turning off next week if they'd like. Agent also reviewed if the stimulator gets low or empty before charging up again, stim will turn off automatically and patient will have to manually turn stim on, but also reviewed agent was not sure if that was what was happening or not in patient's case.

Manufacturer narrative:
B3: event date is year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) that the cause of the stimulation turning off by itself was due to the implantable neurostimulator (ins) getting too low before charging.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.